Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed a red cross. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to the force sensor flex cable not being completely plugged in. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, or active current measurement tests due to the critical pump error. The pump was received with a scratched case, a fading serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.